Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l57665, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that patient had their catheter replaced 2 to 3 weeks ago because of a kink in the catheter and the medication was not getting through. The date of the event was reported as being december 2017 (month and year known only). The date (B)(6) 2017 is considered an approximate date of event (month and year known only). It was noted that a physician had started the patient on a low dose of medication and the patient was told to contact the doctor to have the drug increased. It was further reported that the physician¿s office was refusing to see the patient until they can get a referral from the primary physician; further stated as having something to do with insurance. The patient had been going to the physician for two years. No patient symptoms were reported. Physician listings were provided. No further patient complications have been reported as a result of this event.